Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis. At the time of the report with tandem technical support the customer was still admitted to the hospital. Additionally, it was reported that the pump indicated a data log corruption. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.